Event description:
The reporter stated that the surgeon had inserted a 7.5 diopter single piece collamer lens model micl 12.6 into patient's eye and couldn't get the lens to unfold so he enlarged the incision minimally to remove the lens and replaced it with another micl lens, no suture was used. The reporter stated that there wasn't enough viscoelastic in the injector.

Manufacturer narrative:
Evaluation: a lens serial work order search. Results - a lens serial work order search was performed for similiar complaints within the work order search and no similiar complaints were found within the work order search.